Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode stored an episode showing smart pass was disabled. A review of the episode showed a non-physiologic noise artifact that was oversensed. Additionally, small amplitude r-waves were noted. Technical services recommended seeing the patient for troubleshooting and to perform x-rays. The device was currently programmed to the secondary sense vector. X-rays were not conclusive for an electrode fracture. Troubleshooting with patient postures and movements was performed and noise was produced when the patient turned their upper torso to the left and to the right. Technical services reviewed the data and confirmed the shock impedance measurements were within normal range. The primary sense vector appeared the best option. The health care professional (hcp) confirmed the device was programmed to primary and the beeping tones were demonstrated for the patient, and the s-ICD system would continue to be monitored in the remote monitoring system. Four years later, it was reported this patient had passed away. The patient had been non-compliant with remote monitoring transmissions and in-clinic appointments. A device interrogation post-mortem showed the patient had received appropriate shocks from the device on the date of death, and some shocks had high, out-of-range impedance measurements. Additionally, during the shocks, some undersensing and oversensing was observed, with some inhibition of post-shock pacing. One episode showed that a delivered shock induced a ventricular fibrillation (vf). The system was explanted and returned for analysis. An electrode fracture was suspected.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode stored an episode showing smart pass was disabled. A review of the episode showed a non-physiologic noise artifact that was oversensed. Additionally, small amplitude r-waves were noted. Technical services recommended seeing the patient for troubleshooting and to perform x-rays. The device was currently programmed to the secondary sense vector. X-rays were not conclusive for an electrode fracture. Troubleshooting with patient postures and movements was performed and noise was produced when the patient turned their upper torso to the left and to the right. Technical services reviewed the data and confirmed the shock impedance measurements were within normal range. The primary sense vector appeared the best option. The health care professional (hcp) confirmed the device was programmed to primary and the beeping tones were demonstrated for the patient, and the s-ICD system would continue to be monitored in the remote monitoring system. Four years later, it was reported this patient had passed away. The patient had been non-compliant with remote monitoring transmissions and in-clinic appointments. A device interrogation post-mortem showed the patient had received appropriate shocks from the device on the date of death, and some shocks had high, out-of-range impedance measurements. Additionally, during the shocks, some undersensing and oversensing was observed, with some inhibition of post-shock pacing. One episode showed that a delivered shock induced a ventricular fibrillation (vf). The system was explanted and returned for analysis. An electrode fracture was suspected.